Event description:
It was reported a dye study was attempted and the healthcare provider (hcp) was unable to withdraw from the catheter access port (cap) so the dye study was abandoned. The patient was placed on a high dose of oral baclofen, which controlled increased spasticity until the catheter replacement was done on (B)(6) 2014. Intra-operatively when the incision was made at the pump pocket site, the catheter was kinked in a four spiral configuration approximately three inches above the catheter-pump connector. It was noted all four suture ties anchoring the pump to adipose tissue were broken and the neurosurgeon stated it appeared the pump had flipped on multiple occasions. The pump was restarted at half the current infusion rate and the patient was admitted into the hospital for observation of potential overdose or withdrawal. Patient symptoms or complications associated with this event included increased spasticity generalized over the entire body and the patient¿s status at the time of this report was ¿alive-no injury.¿ the pump was being used to deliver gablofen.

Manufacturer narrative:
Analysis of the 8709 catheter body revealed significant twisting that may have affected infusion.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j0056662r, implanted: (B)(6) 2001, explanted: (B)(6) 2014, product type: catheter. Product ID: 8575, lot# n079551, implanted: (B)(6) 2006, explanted: (B)(6) 2014, product type: accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.